Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported to the sales rep that the patient arrived to op fusion and reported leaking at the indwelling portion of the PICC. The line was de-accessed due to the fracture. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. The sample terminated at the 44cm depth marking. Usage residues were abundant throughout the sample. The extension tubing markings were completely worn. A partially circumferential split was observed just proximal of the 7cm depth marking. Adhesive residue was observed between the luer adapter and the split. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Microscopic inspection of the sample revealed material buckling in the vicinity of the split. The catheter exhibited a permanent kink impression opposite the split. The split surfaces exhibited material wear. The split characteristics were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. The adhesive residue extending to the split vicinity suggested the split likely occurred at or near the insertion site and catheter securement/maintenance may have contributed.

Event description:
It was reported to the sales rep that the patient arrived to op fusion and reported leaking at the indwelling portion of the PICC. The line was de-accessed due to the fracture. No patient injury was reported.